Event description:
Patient noted that he could positionally cause a red heart alarm by raising his arms over his head or by lying on his right side. Due to the risk of abrupt power failure patient was admitted. The component was wire fractures. Pump was exchanged.